Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device did not open when the load was charged. Also, the surgeon was not able to fire the stapler and squeeze the handle. The doctor opened another load to complete the case. There was no patient injury.